Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was charging the pump intermittently. There was no impact to the customer's blood glucose level. The customer replaced the usb cable and was able to resolve the issue.